Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was prematurely released. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access sheath (was) was placed in the laa in an anterior superior position. A 21mm watchman laa closure device & delivery system was advanced in the was. Prior to reaching the distal marker band for alignment the sheath had moved slightly posterior, so the physician subtly torqued the sheath counter clockwise. They were about to do a stability test as the position of the device looked good; however, on fluoroscopy it appeared the device was not connected to the core wire, which was then confirmed. The stability test could not be performed. The device was compressed in 3 angles, but under compressed in 135 degrees. The position was good and there were some unmeasurable jets. On debrief with the physician it was not noted that he prematurely twisted the core wire. The patient had a repeat transesophageal echocardiogram the next day which looked fine and the device had not moved from its position. There were no patient complications reported and the patient's condition was stable.